Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the reported malfunction. The iabp was also failing the fiber optic test in service mode. The fse replaced the fiber optic module assembly and now iabp passes fiber optic test in service mode and displays blood pressure readings with fiber optic catheter. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not picking up blood pressure (bp) readings using fiber optic catheter during use on patient. However, there was no adverse event reported.